Event description:
Per the clinic, the patient developed an infection at the surgical implant site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported).